Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: on an unknown date, the patient presented for an office visit due to herniated discs in her back and neck. She complained of pain in the lower, mid, and upper back with pain radiating in the legs and numbness in the legs. The surgeon recommended a fusion with instrumentation for the patient. On an unknown date in (B)(6) 2007 the patient underwent surgery at l5-s1 using rhbmp-2 due to pre-op diagnosis as back pain, radiculopathy, numbness .reportedly, post-op, patient complained of pain that was now constant and worse than prior to surgery. Patient also has an increased fear of cancer. On an unknown date in (B)(6) 2010 the patient underwent revision surgery. Post-op, the patient now has difficulty walking for extended periods of time, difficulty with washing dishes and vacuuming her home. Patient lives in constant pain after her two surgeries.